Event description:
The lay user/patient contacted lifescan alleging the meter is reverting to setup mode. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Received the following information on 6/28/2010: the procedure was done open. There was nothing unusual noted during firing (force or noises). A leak test was done to confirm the anastomosis as well as an examination of the donuts. The patient was reported to be fine following the procedure. The tissue being worked on was pink and healthy sigmoid colon tissue.

Event description:
.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open sigmoid colon resection procedure, the device was fired and nothing unusual was noticed during firing. A leak test was done and large bubbles were seen. The tissue being worked on was sigmoid colon tissue and was reported to be pink and healthy. When the staple line was examined it appeared that there were no staples on the posterior side. The proximal donut was complete while the distal donut was not; it was only 1/3 complete. No buttressing material was used. The patient was given a colostomy; this was not planned as part of the procedure. The patient was reported to be stable following the procedure. It is unknown when the anastomosis will be reassessed.

Manufacturer narrative:
(B)(4).